Event description:
Kci received article: osterhoff g, zwolak p, kruger c, wilzeck v, simmen h-p, jukema g, risk factors for prolonged treatment and hospital-readmission in 280 cases of negative-pressure wound therapy, british journal of plastic surgery (2014), doi: 10.1016/j.bjps.2014.01.010. That reported 65 occurrences of trauma cases that developed secondary infection before or during negative pressure wound therapy. On (B)(6) 2014, the following information was reported to kci by the co-author: forty-five of the trauma patients with an infection had positive microbiological samples at the time of first negative pressure wound therapy application. Therefore, infection developed during negative pressure wound therapy in 20 patients. All patients with proven or suspected infection as well as patients with a high risk for infection (e.g. Patients with open fractures) were initially treated with an intravenous broad spectrum antibiotic (amoxicillin/clavulanic acid) and surgical debridement with irrigations were performed. Antibiotic therapy was then changed based on the antibacterial sensitivity tests. Secondary wound closure was performed when previous harvested microbiological samples were negative and wound inspection revealed abundant granulation tissue. In case of persisting soft tissue defects that were too large for delayed primary closure by sutures, wound closure was attained by a flap or skin graft. The units' serial numbers were not provided, therefore, kci cannot conduct device evaluations of the units.

Manufacturer narrative:
The patients included in this study was treated with negative pressure wound therapy during the year 2011. It is unknown when the events occurred as this information has not been provided. The physician (co-author) reported the cause-effect relationship of negative pressure wound therapy and infection was not the objective of the study, and could not offer any other specifics to establish a possible correlation. Based on the information available, it cannot be determined that the alleged infections are related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.